Event description:
This case was reported via regulatory authority (reference number: mw5067024) on 17-jan-2017 and was forwarded to bayer on 17-jan-2017. This spontaneous case was reported by a consumer and describes the occurrence of pain ("extreme pain all over her body") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida. On (B)(6) 2012, the patient started essure. On (B)(6) 2012, 1 day after starting essure, the patient experienced pain (seriousness criteria medically significant and clinically significant/intervention required) and vaginal discharge ("water came out just like when her water broke"). The patient was treated with tramadol, oxycodone and gabapentin. Essure treatment was not changed. At the time of the report, the pain had not resolved and the vaginal discharge outcome was unknown. The reporter provided no causality assessment for pain and vaginal discharge with essure. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and, on the day following insertion procedure, she started to experience extreme pain all over her body. This event is anticipated in the reference safety information for essure. Chronic pain may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between this event and suspect insert cannot be excluded. This case was regarded as incident since intervention was required (she received tramadol, oxycodone, and gabapentin as treatment for her pain). A product technical analysis is being sought. No further information is expected from consumer.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 7-feb-2017: quality-safety evaluation of ptc. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and, on the day following insertion procedure, she started to experience extreme pain all over her body. This event is anticipated in the reference safety information for essure. Chronic pain may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between this event and suspect insert cannot be excluded. This case was regarded as incident since intervention was required (she received tramadol, oxycodone, and gabapentin as treatment for her pain). A product technical analysis resulted in an unconfirmed but plausible product quality defect and a relationship with the reported medical events cannot be totally excluded. No further information is expected from consumer.